Manufacturer narrative:
D9: date returned to mfg.: 11/23/2023. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, one (1) small knob is cracked. Per functional testing, the o2 knob was working as intended. The complaint was not confirmed/duplicated. No problem found. Replaced rebounding rfv, sintered filter, lithium battery, and o-rings. Replaced remediation o-ring. The device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the o2 port was found lose. There was no patient involvement. No patient harm/adverse events reported.